Event description:
It was reported that on (B)(6) 2010, a xience v stent was implanted to treat an in-stent restenosis of a non-abbott stent in a non-tortuous, non-calcified, proximal left anterior descending (plad) artery. Pre-stenosis was 80% and post-stenosis was 7%. On (B)(6) 2011, approximately 15 months later, there was in-stent restenosis and a new de novo lesion found in the plad. On (B)(6) 2011, the patient was admitted to the hospital, the creatine kinase (ck) was normal and the electrocardiogram (ECG) revealed no myocardial infarction occurrence. On (B)(6) 2011, there was a coronary artery bypass grafting (CABG) was performed and the patient was discharged home on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis and surgical procedure (coronary artery bypass grafting) are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat a previously stented restenosed lesion. It should be noted that the IFU (purpose of use section) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.